Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced both the patient parameters (pp) pcb and system controller (sc) pcb assemblies.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed pp pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u5.  When ic chip u5 shorted, it caused a fuse, designator f3 to be open, which resulted in the device constantly resetting. The removed sc pcb assembly was an ancillary part and there was no failure. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device constantly resets by itself while attempting to complete the boot-up cycle.